Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, high motor current alarm appeared, followed by pump stop. Pump was unable to be restarted. The catheter was removed, and clots were found around the cannula and pigtail. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.

Manufacturer narrative:
The investigation for the reported thrombus and pump stop issue has been completed. The product was returned and the pump stop was confirmed. A visual inspection the pump revealed a clot on the impeller, the outflow cage, and the cannula. Bearing wear was also observed. The lt log shows an abrupt rise in motor current on 8/18. This was likely when the clot was ingested into the pump. Following this event, additional spikes in motor current are seen until the pump stopped on 8/22. The cause of the pump stop was bearing wear. The pump stop occurred beyond the 8 day impella cp design life. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smartassist system (thrombus): section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."